Event description:
It was reported that during an unspecified surgical procedure it was observed that the micro qa+ #3/0 oc v4 anchor device could not be implanted. It was reported that the device could not be placed. All available information has been disclosed. No further information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the implant detached from the inserter and still attached to the suture was returned for evaluation. No other anomaly could be observed. The overall complaint was confirmed as the observed condition of the micro qa+ #3/0 oc v4 would have contributed to the complained device issue. Based on the investigation findings, the potential cause can be associated with incomplete insertion or poor bone quality. As per IFU- 109286 residual bone fragments should be removed from the drilled hole site because they may interfere with proper placement or seating of the anchor. Incomplete drill hole, incomplete insertion or poor bone quality may result in anchor pullout. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Corrected; h3.